Manufacturer narrative:
During evaluation, the following were confirmed: an error code e222 and colors displayed on the monitor due to a faulty code, failed the leak test on the camera head unit, a faded label on the rear cover and unit will not say on. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had bad image quality and would not stay on. The issue was found during preparation for a laparoscopic cholecystectomy. A different camera was used to successfully complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation. Based on the results of the investigation, the phenomenon, ¿the device would go on and off¿, was not reproduced, and a root cause could not be identified. On the other hand, the phenomenon, ¿e222 code, color bars displayed on monitor¿, was reproduced. A leakage was observed in the device inspection; therefore, it was determined that e222 was caused by an abnormality inside the cable due to water immersion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head; do not strike the camera head. The camera head may be damaged; do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result; do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.